Manufacturer narrative:
Investigation summary: device/batch history record review: DHR review was conducted and disclosed the following: lot 7346583 was built and packaged on afa line 11 on 20dec2017 through 27dec2017 for the quantity of (B)(4). Review disclosed that there were no indications of the alleged defect as there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. In-process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Analysis of peura and/or fmea conducted by qe: the peura (end user risk analysis) (B)(4) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received one used inyste autoguard blood control IV catheter unit, accompanied by a portion of the top web (unit label) from a package of lot 7346583. The unit consisted of the needle/hub assembly which was fully retracted within the safety shield (barrel). The button was completely depressed, there were traces of dried media present within the barrel and the barrel was damaged. Visual/microscopic examination: actual package (blister pack) was not returned therefore evaluation for damage could not be conducted. Observed the safety shield (barrel) was damaged (bent). Observed there were scuff markings, stress markings and an indentation in the area of the bent safety shield (barrel). Functional (simulation of needle activation/retraction): pushed the needle to the out position and reset the activation button. Depressed the activation button at which time the needle fully retracted into the barrel meeting not resistance; thus resulting in a successful needle retraction. Note: the damaged barrel did not hinder a successful retraction. It was performed DHR evaluation and no occurrences potentially related to the defect was observed. Based on this evaluation and the process failure analysis the potential causes for the problem is: - syringe jam on assembly machine system, causing the barrel damage. That jam on assembly machine system, which caused the barrel damaged. The defect identified from this complaint will be monitored for trend evaluation. Investigation conclusion: indeterminate - although a damaged safety barrel was confirmed, it could not be determined if the damage resulted from manufacturing or from the user¿s environment. The sample received had a pinch point (bend) on the safety barrel and was received out of the packing with traces of dried media. Comment: per mfg engineers and molding mfg engineer: it could not be determined at any area of the manufacturing stations where such damage could be caused; therefore a definite root cause could not be established.

Event description:
It was reported the needle did not retract after using a bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the needle did not retract after using a bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported the needle did not retract after using a bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacture: yes.